Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump had a blank display and then alarmed for a motor error. The customer did not recall the blood glucose reading. The drive support cap appeared normal. The insulin pump had been through an x-ray machine at the airport. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the unexpected restart, occlusion or excessive no delivery alarm tests due to the motor error alarm. The displacement test functioned properly. Unable to verify the motor position encoder error alarm in the alarm history due to an overwritten history file. The pump was received with a cracked reservoir tube lip and minor scratches on the lcd window.